Event description:
It was reported that the customer had two sets that got stuck to the inside of the serter and 3 sets that had a needle guard that would not release from the set. Customer stated that the needle guard on the sets were very tight and would not come off. When customer was able to finally remove the needle guard, the insides of the set and cannula broke up. Customer's blood glucose level was 400 mg/dl. Customer treated with the pump and a manual injection. Customer reported the set tape was sticking to the side of the serter. Serter is clean now and the proper method to clean the serter was used. Issue was resolved by reviewing the proper use of the serter. Customer requested to have a replacement quickserter set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.